Event description:
Event description guidant received information that this chronic lead was explanted because of a fracture. A cardiac resynchronization therapy defibrillator (crt-d) was not implanted during the procedure because of high defibrillation thresholds.